Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the seat ordered on (B)(4) has cracked after a month of use.